Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- this complaint is rated as not confirmed since all the relevant dimensions of the screw in question, which are relevant for the complaint condition, were measured and have fulfilled their specifications. In addition, since no deviations were found in the documentation reviewed during this investigation, this complaint is rated as not valid.therefore, since no manufacturing deficiencies have been identified, no further actions have been taken. Device history lot part: 412.115s, lot: 5l68767 , manufacturing site: grenchen, release to warehouse date: 16.august 2019, expiry date: 01.august 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: ktt. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for right tibial plateau fracture with the plate and the locking screw. During the screw insertion, the surgeon tried to insert the locking screw as a normal surgical technique, but the screw was idling, and the torque was not working properly. The surgeon found by image intensifier that the screw was already passed through the plate, and he removed the screw immediately. The surgeon confirmed that a drill sleeve was attached to the plate properly. The surgeon drilled again, but the screw was inserted into the same hole in question. The surgeon tried to insert another locking screw, but the same event occurred. The surgeon thought that it is dangerous to try to insert the locking screw into the same hole, and he fixed the plate with a cortex screw. The other locking screws were inserted without any problem, and the surgery was completed successfully with a thirty (30) minute delay. The patient will rehabilitate normally. The surgeon commented that the cortex screw could fix the plate firmly considering the bone quality. Concomitant device reported: guides/sleeves/aiming (part number unknown, lot unknown, quantity 1), drill (part number unknown, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 1), torque device (part number unknown, lot unknown, quantity 1), guides/sleeves/aiming (part number unknown, lot unknown, quantity 1), 3.5mm ti lcp proximal tibia pl low bend 4h/76mm/right-ster (part number 04.124.200s, lot 6l48144, quantity 1). This report involves one (1) 3.5mm ti locking scr slf-tpng w/stardrive recess/36mm-ster. This is report 2 of 3 for (B)(4).